Manufacturer narrative:
Perforation has been identified as a known adverse event in the IFU of the device. Complicated anatomy and the heparin administered to the patient before the procedure may have predisposed the patient to more profuse bleeding in the event of a perforation. The manufacturer will continue to monitor these kinds of incidents for trend analysis.

Event description:
Patient presented with an occlusion left common iliac vein with an 8cm long thrombotic occlusion. The devices used during the recanalization procedure were terumo glidewire and powerwire. Radiofrequency was delivered when powerwire was used to assist with proceeding through the occlusion. The procedure was guided by fluoroscopy. During the procedure, the physician felt that he had might have perforated through the left common iliac vein. A contrast injection showed that the inferior vena cava (ivc) had collapsed. The physician dilated the ivc by balloon angioplasty and by administering nitroglycerin. The patient settled down after the procedure, but presented with internal bleeding four hours after the procedure. The physician reversed the heparin and monitored the patient. The patient was hospitalized and was assessed to be okay after two weeks. The physician commented that the internal bleeding may have been caused by the perforation of the ivc by powerwire. The bleeding may have resulted in the ivc spasm, leading to its collapse. The patient was administered heparin prior to the procedure. This would have resulted in more profuse bleeding from the perforation. No malfunction of the powerwire was reported.